Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with corneal haze, approx two and a half months following bilateral lasik. Topical steroids were prescribed to treat the event. The patient reported having itchy eyes. In a follow up, the optometrist reported that the corneal haze continues. The patient is continuing the topical medication, and will return in one month for follow up. There are two medical device reports associated with this event. This report is for the left eye.